Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. To-date, the device has not been returned to the manufacturer for evaluation. Multiple documented attempts were made to obtain additional information. Based on the legal manufacturer's investigation, since the subject device was manufactured over 8 years ago, the reported issue likely occurred due to long-term repeated use, causing the pin of the video connector to wear out. It is also possible the video connector was connected to the video connector receiver when there were foreign objects (such as chemical residue, dust, dirt) at the electric contact point of the video connector, and foreign objects adhered to the pin. As a result, the electrical contact would be unstable, leading to failed image transmission of the scope and video processor. Regarding the connection to the video connector receiver, the following is stated in the instruction manual: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug into the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The customer tried scopes that were working on another unit and nothing came up. The customer was advised to send the device for repair. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that there was no image on the monitor while using a video system center. There was no patient involvement or injuries reported. No additional information has been obtained.